Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: medtronic fr4; stent: 2.25x18mm xience xpedition. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.25x18mm xience xpedition referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2014, the procedure was to treat a 95% stenosed lesion in the distal right coronary artery (rca). After placement of a 6-french non-abbott guiding catheter, the whisper extra-support (es) guide wire was placed, followed by placement of a balanced middle weight (bmw) universal ii buddy guide wire. The 2.25x18mm xience xpedition stent implant was successfully deployed and post-dilatation was performed with a 3.0x06mm non-abbott balloon dilatation catheter (bdc). At the end of the procedure, the bmw universal ii buddy wire was removed without issue; however, during removal of the whisper es guide wire resistance was met with the deployed xience xpedition stent implant. After removal of the whisper es guide wire, the deployed xience xpedition stent implant was noted to be longitudinally compressed partially into health tissue and the distal portion of the lesion in not covered. No additional treatment was performed. There was no reported adverse patient sequela; however, the patient was kept hospitalized for observation until (B)(6) 2014. There was no additional information provided.